Event description:
Product surveillance contacted nurse (B)(6) on (B)(6) 2010, regarding the transfer set not screwing on tightly to the adapter. The nurse explained that the transfer sets were not screwing on completely onto the plastic adapter and there remained a gap in between. Per nurse, she tried other adapters, but encountered the same issue. The nurse stated that when the first transfer set did not completely connect, she then tried another transfer set from a different lot with the same results. Per nurse, upon trying a transfer set from a third lot, she was able to successfully make a complete connection, and added that she has not had any problems since. Per nurse, she hand-tightens the connection and did not notice any damage or residue on the threads. Per nurse, hp is doing fine. No further information was provided.

Manufacturer narrative:
(B)(4). This is report 2 of 2. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used transfer set was received. Received the transfer set with catheter adapter attached. This complaint was not confirmed on the returned sample for connection issue of the transfer set and plastic catheter adapter. Visual inspection of the transfer set showed no defects. The betacap adapter was connected to the patient connector on the transfer set and was not loose or difficult to connect and did not separate. Under water pressure test was performed with no leakage. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause was unable to be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.